Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "60 minutes¿ when scanning the adc freestyle libre sensor. On (B)(6) 2020, as a result of the customer not being able to monitor their blood glucose before bed, the customer experienced sleep discomfort and tried to call a nurse to provide sugar, however, was unsuccessful and lost consciouness. The customers then received sugar water and fruit juice from their neighbor, a non-hcp, for the treatment of their symptoms. There was no report of death or permanent injury associated with this event.